Event description:
It was reported to boston scientific corporation in 2006 that an extractor rx retrieval balloon was used during a procedure performed on a female patient (age and weight unknown) the same day. According to the complainant, while passing the balloon through the endoscope, "it burst or ripped." The balloon had been tested prior to the procedure and had functioned correctly. There were no patient complications as a result of this event.

Manufacturer narrative:
Conclusion - cause of failure unknown. A device history record review was carried out and no anomalies relating to this complaint were found. A search of the complaint database revealed no additional complaints reported for the same lot. On visual examination, a tear was located adjacent to the distal bond. No other defects were detected. The cause of the reported complaint is undetermined.